Manufacturer narrative:
(B)(4). The device was received for evaluation with the pouch opened. Visual inspection found loose particulate matter inside the tubing. Microscopic examination revealed that the particulate matter was not an insect or a biological object. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo interlink set had a foreign object inside the solution path. The object was described by the customer as ¿dark brown/black and hard¿ and that it might be a bug but they were not sure. This was observed prior to use. There was no patient involvement. No additional information is available.